Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. It was noted that the was did not engage the appendage as desired as the appendage came off at an acute angle. However, the 21 mm watchman ® laa closure device and delivery system was advanced and the closure device was deployed. The device did meet release criteria as far as they could tell, although the echo images were noted to be very poor quality. Upon release of the closure device from the core wire, the device migrated and started to interfere with the mitral valve. The closure device was recaptured using a snare and the case was aborted. There were no patient complications and the patient went home later on and was fine.

Manufacturer narrative:
Describe event or problem , patient codes, complaint source(s), other complaint source: updated. (B)(4).

Event description:
It was further reported via (B)(6) that the patient had their groin artery patched after removal of the device and now has numbness and pain in their thigh.